Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners came out in a row and the same issue was reproduced when tested in the field. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure fixation device deployed two fasteners at once. The same issue was reproduced when tested in the field. The loose fasteners were removed from the patient body. Another capsure was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, capsure fixation device deployed two fasteners came out in a row and the same issue was reproduced when tested in the field. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure fixation device deployed two fasteners at once. The same issue was reproduced when tested in the field. The loose fasteners were removed from the patient body. Another capsure was used to complete the procedure. There was no patient injury.